Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they were running survey samples for estradiol using kit lot 371, which were out of range. The survey samples were run in another laboratory using kit lot 372 and the results were acceptable. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and indicated that patient pool and quality controls were not showing a low (B)(4) with kit lot 371. The hsc specialist also indicated that the quality controls and patient samples recovered similar between kit lots 371 and 373. The cause of the discordant, falsely low estradiol results on two patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low estradiol (e2) results were obtained on two patient samples on an immulite 2000 instrument while using kit lot 371. It is unknown if the discordant results were reported to the physician(s). The samples were repeated using a new kit lot 373 on the same instrument, resulting higher than the initial results. The repeat results obtained on kit lot 373 were reported to the physicians. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.

Manufacturer narrative:
The initial MDR 2432235-2016-00593 was filed on october 6, 2016. Additional information (11/14/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist indicated that the low recovery obtained on kit lot 371 by the customer was lower than other immulite 2000 estradiol users. Low recovery was not seen when the customer ran patient pools and biorad immunoassay lyphocheck quality control material. The survey samples which showed highest bias were lower than the customer's level 1 quality control. Low bias was more apparent on survey samples that were resulting less than 150 pmol/l. The customer obtained a new survey response, which recovered in range with immulite 2000 estradiol kit lot 373. The cause of the discordant, falsely low estradiol results on survey samples and two patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is needed.